Manufacturer narrative:
Testing of the patient isolate involved in this event was performed on a retain sample from lot 245324420 as well as 2 samples from a random lot, 245328810. Additionally, rpif sequencing was performed on the isolate.. The customer results were duplicated on lot 245324420 by biomerieux for the misidentification of neisseria cinerea for a neisseria meningitidis sample. This was an expected result due to an atypical profile since dglu(-) and dmal(-) are not typical for the species n.meningitidis. A review of the production record for lot 245324420, revealed no anomalies and all qc testing was passed. Based on the results of the investigation, the test is operating within specification.

Event description:
On (B)(6) 2015, a customer reported to biomerieux an incident that the vitek 2 nh test kit obtained the wrong identification compared to other methodologies. The vitek 2 test determined the identification to be neisseria cinerea whereas other method determined it to be neisseria meningitides. Furthermore, the isolate was sent to the national reference centre for cns infections -koroun and was determined to be neisseria meningitides serotype c. Neisseria meningitidis serotype c was reported by lab to the doctor. The doctor obtained the correct identification and patient treatment was not affected. An investigation has been initiated within biomerieux.